Event description:
The user received a questionable n-terminal pro b-type natriuretic peptide (pro-bnp ii) result for one patient sample. The user found a bubble in the sample, but did not get an alarm from the analyzer indicating there was a bubble. The user removed the bubble and repeated testing. The initial result was 162.7 pg/ml and the repeat result was 4557 pg/ml. The original result was reported outside the laboratory, but the doctor did not see it because the correction was resulted in a timely manner. The patient was not affected. The pro-bnp ii reagent lot number was 15712305. The field service representative determined there was a bubble in the sample and confirmed the user repeated the sample after clearing the bubble. He verified the analyzer operation by performing precision testing with results within specification.